Manufacturer narrative:
- Attachment: [MDR 2247858-2019-00061 follow-up evaluation.pdf].

Event description:
32x100 relay plus device passed up thru the right femoral access vessels in stage one. The orange retainer was removed and an attempt to move the grey handy forward to the target plz was met with severe resistance that required brute force to overcome and deliver. At stage 2 the same amount of resistance was met when the operator attempted to deploy the device. The 32x100 eventually was deployed successfully and the patient's condition was successfully treated with no clinical sequala or adverse events." Patient outcome: "patient had a successful clinical treatment and accurate placement of a 32x100 relay plus endograft with no adverse events or clinical sequala."

Event description:
32x100 relay plus device passed up thru the right femoral access vessels in stage one. The orange retainer was removed and an attempt to move the grey handy forward to the target plz was met with severe resistance that required brute force to overcome and deliver. At stage 2 the same amount of resistance was met when the operator attempted to deploy the device. The 32x100 eventually was deployed successfully and the patient's condition was successfully treated with no clinical sequela or adverse events." Patient outcome: "patient had a successful clinical treatment and accurate placement of a 32x100 relay plus endograft with no adverse events or clinical sequela."